Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that a patient using the ilet experienced sustained hyperglycemia with readings above 400 mg/dl for several hours and nocturnal hypoglycemia to 40 mg/dl, while using a g7 sensor and a contact detach infusion set without observed leaks; the patient transitioned off ilet to multiple daily injections and self-administered subcutaneous insulin by pen to correct hyperglycemia. Symptoms included hyperglycemia and hypoglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, and no ketone testing. Investigation included troubleshooting and education with a guided supply change and outreach to the field team for follow-up on further use of the ilet. Investigation of this case revealed no confirmed device alarms or malfunctions and no identified infusion set issues, and the cause of the glycemic excursions remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.